Event description:
Complainant alleged that during a routine shift check by a clinician the defibrillator would not charge with the internal handles attached. The complainant indicated that there was no pt involvement in the reported failure.